Event description:
It was reported that while a nurse was injecting a child patient with a bd ultra-fine insulin pen needle, the child moved and the needle broke off in the patient's abdomen. The patient subsequently underwent a surgery to remove the broken needle.

Manufacturer narrative:
Results: (B)(4) sealed and unused samples from the same lot number were returned for evaluation. A visual analysis of all the returned units revealed no bent, broken, or detached needles. A review of the quality notifications revealed no irregularities during the manufacture of the reported lot number 4268373. Conclusion an absolute root cause for this incident cannot be determined as all returned samples met manufacturing specifications. (B)(4).